Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # 807c63. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, there were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, one photo was provided and it showed a device from top view with a reload loaded and a battery loaded. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 807c63, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device cut? I certify that all information that are known/available has been disclosed. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? I certify that all information that are known/available has been disclosed. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a.

Event description:
It was reported that during a laparoscopic nephrectomy in the renal vein, staples were applied but were malformed. Additional hand suture was performed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Additional event information staple shape is unknown. ·the staple was unformed partially. ·the device was used on a blood vessel, it did not wait 15 seconds before firing. ·there was no unusual point such as firing is hard or irregular sound. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9df9e and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.